Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had a 2.5 x 15 mm xience v stent and a 3.0 x 23 mm xience v stent previously implanted. Since late 2008, the pt continued to experience increasing angina and dyspnea with exertion. The pt was hospitalized and underwent percutaneous transluminal coronary angioplasty (ptca) with a cutting balloon due to in-stent restenosis. No pt effects were reported related to the intervention. No additional event or pt info is available.

Manufacturer narrative:
The second xience v 3.0 x 23 mm (lot# 8072461) mentioned is being filed under the same MFR #. Angina and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Angina, restenosis, dyspnea and hospitalization are listed in the risk assessment. There was no report of any product malfunction at the time of the stent implants. It is possible that the angina and dyspnea are secondary effect of the restenosis which was treated with a cutting balloon and required hospitalization.